Manufacturer narrative:
Investigation results: our quality engineer inspected the sample and photographs submitted for evaluation. Bd received one unsealed 22ga x 1.00in. Insyte autoguard unit. Additionally, 4 photos were provided. A visual inspection was performed on the physical sample provided and discovered that the button was unable to be activated. The needle was not retracting, and the needle hub was not able to move freely within the grip. Microscopic analysis discovered adhesive that appeared to be in the front of the needle hub and some adhesive that was between the hub and the grip. This was physical/mechanical evidence to confirm and support a manufacturing process related issue for the reported defect relating to a station misalignment when dispensing adhesive. A vision system software is in place to mitigate the occurrence of this defect. A device history record review showed no non-conformances associated with this issue during the production of this batch.

Event description:
Date of event updated to unknown.

Event description:
It was reported that bd insyte autoguard needle does not retract. The following information was provided by the initial reporter, translated from japanese to english: it was reported that when the customer tried to press the button to retract the needle, but it didn't work.

Manufacturer narrative:
H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed. B3. The date received by manufacturer has been used for this field.